Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported they have intense tooth pain and sensitivity, jaw pain and headaches, gum inflammation and recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.